Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had full black screen. Customer had done troubleshooting but the issue was not resolved. Black screen was not disappeared. No harm requiring medical intervention was reported. The device will be return for further analysis.